Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. Customer did not provide lot number; without lot number, unable to determine the manufacture date.

Event description:
Customer reported: pt that was spastic and had an issue where their muscles tightened. The force of their muscles on the tube broke the flange. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt.